Manufacturer narrative:
There was no harm to the user or to the patient. According to information received from the reporter, the surgeon decided to leave the broken tip (approximately 5mm) in the patient's hip joint considering the risk involved in removing it. The pleuristik guide wire is made from implant grade nitinol compliant to astm f2063. Hence, the risk of leaving the broken fragment should not have any detrimental effect on the patient. The exact cause for breaking of the pleuristik needle cannot be ascertained since the device was not returned for evaluation. However, an investigation was conducted by reviewing device history record (DHR) and sales data of the lot in question. DHR showed no non-conformities or rejects relevant to the reported issue. All test results (material analysis, tensile strength, 100% gauge inspection etc.,) are within the specifications and applicable standards. As such, sales history of the lot was reviewed and noted that (B)(4) units were sold with no other customer complaints received to date. Several factors such as use of excessive force, surgeon's operating technique including joint exposure and site access, patient factors such as age, bone quality, previous clinical history etc., may impact performance of the pleuristik device. After a review with the engineering team, it is possible that the surgeon might have used excessive force on the needle that led to breaking. We will continue to track and trend.

Event description:
It was reported that a pleuristik guidewire was broken during a surgery in UK. Approximately 5mm of the broken fragment was retained in patient's body by the surgeon.